Event description:
It was reported that a patient's blood glucose levels (bg) reached 400 mg/dl while wearing the pod between 24 and 36 hours. The patient reported cannula being dislodged, while wearing it on the leg. For treatment, the patient changed out the pod for a new pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.